Event description:
It was reported the patient is receiving stimulation in the incorrect location. Reprogramming has been attempted on multiple occasions; however, the issue remains unresolved. The patient will consult with the physician and may undergo surgical intervention as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.